Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 20 mg/dl. The customer declined to provide further information regarding the reported event.

Manufacturer narrative:
Additional information was received from the customer on 09/02/2019: reportedly, the customer experienced a low blood glucose (bg) of 20 mg/dl due to the customer entering 9 units of insulin instead of the intended 9 grams of carbohydrates. Tandem technical support assisted the customer with adjusting the pump settings. To treat the low bg, contact administered a glucagon shot. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."